Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while removing the patient¿s foley catheter after a surgical procedure, the balloon did not deflate easily. 10 cc of normal saline had been used during insertion to inflate the balloon for securement, but initially only 5 cc could be easily removed. After repositioning and switching syringes, no additional saline could be withdrawn. The luer lock mechanism on the balloon port was cut, and a slip-tip syringe was attached. An additional 4 cc was removed from the syringe with the slip tip while constantly drawing back on the syringe plunger. At that point, the foley gently slipped out without resistance from the patient, with a small amount of saline still remaining in the balloon. There was no blood on the foley or on the patient, and there was no obvious irritation at the urethral opening. Per customer follow up information received via email on 27mar2026, it was reported that there was no patient impact and not another one was used. Batch number #ngkx3712 was provided.

Event description:
It was reported that while removing the patient¿s foley catheter after a surgical procedure, the balloon did not deflate easily. 10 cc of normal saline had been used during insertion to inflate the balloon for securement, but initially only 5 cc could be easily removed. After repositioning and switching syringes, no additional saline could be withdrawn. The luer lock mechanism on the balloon port was cut, and a slip-tip syringe was attached. An additional 4 cc was removed from the syringe with the slip tip while constantly drawing back on the syringe plunger. At that point, the foley gently slipped out without resistance from the patient, with a small amount of saline still remaining in the balloon. There was no blood on the foley or on the patient, and there was no obvious irritation at the urethral opening.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to the instructions for use. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while removing the patient¿s foley catheter after a surgical procedure, the balloon did not deflate easily. 10 cc of normal saline had been used during insertion to inflate the balloon for securement, but initially only 5 cc could be easily removed. After repositioning and switching syringes, no additional saline could be withdrawn. The luer lock mechanism on the balloon port was cut, and a slip-tip syringe was attached. An additional 4 cc was removed from the syringe with the slip tip while constantly drawing back on the syringe plunger. At that point, the foley gently slipped out without resistance from the patient, with a small amount of saline still remaining in the balloon. There was no blood on the foley or on the patient, and there was no obvious irritation at the urethral opening.